Event description:
A 26mm x 15mm diameter x 13.5cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of a 5cm abdominal aortic aneurysm in 1999. It was reported that the aneurysm had increased in size to 7.2cm; therefore, the pt was surgically converted and the stent graft was explanted in 2001. The tissue incorporation of the left and right iliacs is reported to be good. It is reported that the stent graft was difficult to remove from the iliacs. Additionally, there was close apposition of the stent graft to the right and left iliac limbs which necessitated pulling with excessive force to remove the stent graft, creating an endarterectomy. Tissue incorporation of the proximal neck and the aortic body is reported to be minimal. There was no visible hematoma present. It is reported that thrombus was within the aneurysm sac, the ima was patent (indicated by doppler signal) and the lumbar artery was patent. After closer inspection, the source of bleeding appeared to be through the graft fabric at the bifurcation or at the top of the right limb. It is reported that the procedure was successful and there has been no add'l adverse clinical sequelae reported related to this event. The explanted device is pending return for analysis, CT scans and angiograms are pending receipt by medtronic ave for evaluated and interpretation by an outside independent physician.

Event description:
Explant investigation and analysis concluded that the likely cause of the aneurysm enlargement was bleeding from the 2 lumbar arteries that were observed at explant and the persistent type 1 endoleak noted by an independent outside physician and on the medical media services 3d CT reconstructions. The proximal leak is likely due to the undersizing of the graft selected and a sealzone of less than 10mm resulting in poor proximal fixation. The progression of the aneurysm disease likely contributed further to device migration. The strut breaks, and suture breaks could have contributed to a loss of columnar strength rendering the graft less resistant to migration. No suture holes were noted to be larger than 0.2mm sq. The bleeding points through the graft material, observed at explant, likely resulted from the removal of thrombus and anticoagulation and did not likely contribute to the enlarging aneurysm.